Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, after clip deployment the starclose se device was removed from the anatomy, hemostasis was not achieved. The physician realized that the clip remained in the delivery tube. Hemostasis was achieved using manual arterial compression. Once the device was outside the anatomy the physician pressed the trigger button and the clip subsequently was deployed outside of the anatomy. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event that the clip remained in the distal end of the device could not be confirmed as the reported information indicated that once the device was outside the anatomy, the trigger button was pressed and the clip subsequently was deployed outside of the anatomy. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.